Manufacturer narrative:
The pressure alarm device was evaluated by the manufacturer. The manufacturer found one lead on the battery connector to be broken. The device would not operate on battery power but would operate as designed on ac power. A failure of the pressure alarm would not affect the alarm function of the ventilator that it is connected to. The connected device (the ventilator) would continue to provide therapy and audibly alarm as designed. Awaiting for customer approval for estimate.

Event description:
The manufacturer received info alleging a pressure alarm device was not working. There was no report of pt harm or injury.